Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, the device was difficult to unload and was not able to fire. The surgeon was not able to press the green button and to squeeze the handle. A new device was used to complete the case. There was no patient injury.